Event description:
It was reported that the shock impedance was too low (< 20 ohm) approx. 88 months after the implantation. The lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned ICD data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. During inspection of the available iegm of episode 197, the clinical observation could be confirmed. The iegm showed a regular detected vf episode with one documented charging cycle of the high voltage capacitors. The charging cycle was aborted, as expected, due to the detection of an external short circuit, which might have otherwise damaged the ICD. There was no indication of an ICD malfunction. Further analysis revealed the presence of noise in the ff channel. No other anomalies were noted. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Noise was observed in the ff channel. However, based on the information available for analysis the root cause was not determinable. A damage of the lead cannot be excluded.